Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspected of t-wave oversensing (twos) and the right atrial (ra) lead had possible far field r-wave (ffrw) oversensing that the implantable cardioverter defibrillator (ICD) detected as high atrial rates. The caller questioned if it was a true atrial arrhythmia, which could not be verified. Programming options were discussed. Follow-up was attempted with the physician; however, no additional information could be obtained. The ra lead, rv lead, and ICD remain in use. No patient complications have been reported as a result of this event.